Event description:
A customer contacted beckman coulter inc., (bec) and reported that on average at least once per day a specimen tube leaks blood from the tube top after the unicel dxh 800 coulter instrument has punctured the tube during sampling and cause the tube to leak blood during mixing. The customer was wearing personal protective equipment (ppe) consisting of a lab coat at the time of the event. There was no exposure to mucous membranes or open wounds. No injuries occurred and medical attention was not sought. Material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. There was no report of any patient results being affected by this event.

Manufacturer narrative:
Customer uses sarstedt tubes with the dxh 800 analyzer. A field service engineer (fse) optimized and adjusted the sample access module (sam) to pierce the middle of the specimen cap; however, the customer still sometimes has the problem. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause for tube leaking after instrument sampling puncture is unknown. (B)(4).